Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the impedance issue is still undetermined. According to the session report from (B)(6) 2019 the avoid electrodes (1, 2, 10 <(>&<)> 11) all had one impedance measurement of 180. All other measurements were within normal range. The result of the x-ray are unknown at this time. The rep follow up with the office and they do not have the results yet. The patient has a follow up appointment with his pain management provider on (B)(6), where the rep plans on meeting with the patient to discuss the findings from his neurology appointment from (B)(6) and the x-rays that he is supposed to get. The patient ins was interrogated and an impedance check was ran. After checking the electrodes, the rep returned to the patient's program screen, and went through all the patient's groups (a, b, and c) to assure that electrodes 1, 2, 10, and 11 were not being used. The patient's group a was reprogrammed. After reprogramming, the patient reported better stimulation coverage. It is unknown if the impedances have been resolved at this time. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient called today and stated that he had an increase in pain in his left leg. Patient stated he had been falling since early summer 2019 and his latest fall was about 2 weeks ago. Patient stated that his left leg and foot were numb, which he existed before the stimulator was implanted. Rep to meet with the patient tomorrow (B)(6) 2019 for reprogramming and will ask him for more details surrounding falls. Issue not resolved at this time. Additional information was received from the rep. It was reported that the impedances and electrodes 1, 2, 10 and 11 were listed as "do not use" with a possible short. The rep was unsure as to the cause of the possible short. The rep avoided these electrodes for reprogramming. Rep was able to get stimulation coverage in left back, hip and thigh area. The hcp ordered x-rays of the thoracic, lumbar and left hip to check lead placement and to identify any issues that may be causing the patient to fall. The patient was scheduled (B)(6) 2020 to see a neurologist. When asked, patient was unsure what was causing him to fall. Patient stated that one doctor said he had a clogged artery in his neck and that he has begun to stutter his words recently. The patient to follow up with his pain provider in 2 months. The rep will not have any further information until after x-rays and neurology appointment have been completed. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that rep met with the patient on (B)(6). The provider had ordered x-rays for thoracic, lumbar, and left hip. The patient also stated that he had a neurology consult on (B)(6) 2020. The patient stated that he did not go to the neurology appointment, but he did get the x-rays that were ordered. In comparing x-rays to implant, it looked as if the leads had moved down about 2 electrodes. The patient¿s issues were not resolved, he was still complaining of left hip and leg pain. The nurse practitioner referred the patient today to see an orthopedic surgeon for his back and hip. Rep interrogated his ins and checked impedances again. The same electrodes (1 ,2,10,11) were still listed as ¿do not use¿. Rep checked current programming, patient was using group a 100% of the time. The patient had the intensity turned down very low and when the rep increased it, the patient could feel the stimulation in his left lower back, hip, and bilateral legs. Patient was on ld programming and rep r e-educated him on adjusting the intensity when his pain increases, patient understood. Rep had no further information and the information was confirmed with the provider.